Event description:
Administered medication to specified {sicu} patient, and curos malfunction occurred. Medication was not properly administered to the patient, but found to leak onto the floor. Cap was kept and will be returned to company per management request. Medication then administered late to patient. No patient impact.